Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being fired on the stomach during a laparoscopic sleeve gastrectomy, the surgeon was able to press the green button but the reload got stuck and did not fire. They used another reload to complete the case. There was no patient injury.

Manufacturer narrative:
Additional info: evaluation summary: if information is provided in the future, a supplemental report will be issued.